Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. When the device was powered on, serial number (B)(4) displayed. Review of the device history records for both devices shows that the processor pcb belongs to device serial number (B)(4). This is an indication that the pcbs were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components, rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, evidence of tampering/unauthorized service was found. The processor printed circuit board (pcb) was identified to be originally installed in a different spectrum pump. It is unk if there was pt involvement with the device after the unauthorized service was performed.